Event description:
In late 2008, the patient reported he received an e6 (mechanical error) on his insulin infusion device as he was trying to bolus. He stated the device was not dropped and he changed the battery about 3 weeks ago. The device's alarm history was checked and there were no a2 (low battery) or e2 (battery depleted) alarms. To troubleshoot, the patient was instructed to disconnect from his headset, remove the insulin cartridge, and retract the piston rod all the way which he did without error. He was then instructed to prime the piston rod forward and the device gave the e6 at the 174 unit mark. The patient went through the change the cartridge menu and retracted the piston rod and e10 (cartridge error) alarm was given. The patient was instructed to insert a new battery. After inserting a new alkaline battery, he retracted the piston rod and primed the piston rod forward to 172 units without receiving an alarm. He then inserted a new cartridge, primed his tubing, and gave himself a bolus to cover his meal. On follow up with the patient on 12/25/2008, he stated he received the e10 error again last night when he changed his insulin cartridge and the piston rod would not rewind. He said he has switched to his backup infusion device. The patient tried to complete the change cartridge procedure several times while on the call but received the e6 error each time. He mentioned the cartridge plunger had remained attached to his piston rod but was unsure if any insulin spilled inside the cartridge chamber. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replace and requested to be returned for evaluation.